Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit has an error code message of data acquisition (da) pcba adc reference failed. The customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer replaced the data acquisition (da) pcba to motor controller (mc) pcba cable and installed the mc pcba retention bracket to resolve the reported issue. Unit passed required performance verification tests per philips standards.